Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture and left side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from bilateral capsular contracture baker grade IV on the right side and iii on the left side and left side rupture . As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the left side.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. As per device receive, lot number 271617 has been added to field d4 on this form since serial number (B)(6) belongs to lot 271617. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant had an area of shell abrasion on the posterior view. In addition, an area of missing material within shell abrasion measuring approximately 1.6 x 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number smpx405; serial number (B)(6) on the left side, and catalog number smpx405; serial number (B)(6) on the right side. On (B)(6) 2021, mentor became aware that in the initial submission under b5 event description, baker grade IV was reported for the right side and iii for the left side. It should be baker grade IV was reported for the left side and iii for the right side. This supplemental medwatch is for the patient's left side device. Manufacturer¿s reference number: (B)(4). B5 event description